Manufacturer narrative:
No actual misadministration is being alleged in this case. Though still under investigation, varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected.

Event description:
An in-house report has revealed that there is a possibility of a dose-modulated plan from either a varian or third party treatment planning system being delivered to a clinac model that cannot modulate the dose, which could result in a potential for a mistreatment.